Manufacturer narrative:
No lot number provided so investigation limited to visual inspection of the returned component which revealed damage consistent with removal. Damage also to the hex of the implant consistent with attempted retrieval of the fractured retaining screw. Unable to indicate a definitive root cause.

Manufacturer narrative:
.

Event description:
Abutment screw fractured in fixture, could not be retrieved and implant was removed.